Event description:
Healthcare professional reports three incidents of blood leaks with the af-220 dialyzer, occurring since 2000. In the first incident, blood was not returned. The second incident occurred during treatment and treatment was not resumed. The third incident tested positive for blood and treatment was resumed with new disposables. An estimated blood loss of 200cc for this pt was reported. No pt injuries or medical intervention reported.